Manufacturer narrative:
Same issue as previously reported adverse event FDA report number 3004209178-2018-20964. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) classified at ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.